Event description:
It was reported that the presenting electrogram was labeling everything as a premature ventricular contraction (pvc) and there were p waves. Technical services (ts) discussed that the atrial fixed sensitivity was at 0.75 millivolts, and the p waves were at 0.9 millivolts. There was no safety margin, so the device was undersensing. Ts recommended to have the patient be seen in the clinic for further evaluation and reprogramming. At this time, this implantable pacemaker remains in service and there was no adverse patient effects reported.